Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and explantation date. The patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, bilateral rupture was observed. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: autoimmune disorder manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and postoperatively suffered several unexplained systemic symptoms, including fibromyalgia and left-sided breast pain and underarm pain. The patient states that the left-sided breast pain and underarm pain started about four years ago, and she was diagnosed with fibromyalgia in (B)(6) 2019. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date and event date were estimated as (B)(6) 2006 and (B)(6) 2017 respectively based on available information. This report is for the right-sided prosthesis.